Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update section. Manufactured date when this becomes availale. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smartablate pump wherein the pump could not flush enough and then the pump stopped and became idle without any error messages. There were no patient consequences. Prior to the procedure, during setup, the flushing force of the smartablate pump was inadequate. After 5 seconds of normal motor rotation, the smartablate pump idled and stopped. No errors were observed. Tubing was reconnected and the issue persisted. Pump was rebooted and the issue persisted. Physician tested the equipment. Since the system allowed ablation, the procedure continued and was successfully completed without patient consequences. There is no information regarding if the pump was in manual or automatic mode.

Manufacturer narrative:
The manufactured date has been provided. Therefore, device manufacture date has been populated. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure with a smartablate pump wherein the pump could not flush enough and then the pump stopped and became idle without any error messages. There were no patient consequences. Prior to the procedure, during setup, the flushing force of the smartablate pump was inadequate. After 5 seconds of normal motor rotation, the smartablate pump idled and stopped. No errors were observed. Tubing was reconnected and the issue persisted. Pump was rebooted and the issue persisted. Physician tested the equipment. Since the system allowed ablation, the procedure continued and was successfully completed without patient consequences. There is no information regarding if the pump was in manual or automatic mode. The device was evaluated and vcc board was defective. Defective part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).